Event description:
The initial customer report stated that a pt had died while on a 7200-series ventilator. The customer stated, they had difficulty deactivating the pressure control ventilation option on the ventilator and had to remove the pt and begin manual ventilation. The pt expired during this effort. A mallinckrodt customer support engineer was sent out and inspected the device and could not find any problem with either the ventilator or the pressure control option mode. The unit functioned as designed and passed extended self testing. No parts were replaced. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.